Event description:
Patient reported a right side rupture. The implanting surgeon additionally reported the rupture was confirmed via ultrasound. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Company representative advised they had received a report from a patient of a device rupture. The implanting surgeon then advised the rupture was confirmed via ultrasound. The device has not been removed. This record relates to the right side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease flat, deformation, yellow particles, cloudy in the gel and weight to the spec. No observed openings in the device. Voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings observed in the device.

Event description:
Device has been explanted.